Event description:
Edwards learne of a bioprosthetic valve that required valve-in-valve (viv) intervention due to high aortic gradient after an implant duration of 11 years. Patient received implant of transcatheter valve and is reported in stable condition.

Manufacturer narrative:
(B)(4). The device was not returned to manufacturer as it remains implanted. Without receipt of the device, no definitive conclusion can be drawn regarding the clinical observation. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.